Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 3 708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3389s-40, lot# v842595, implanted: 2012 (B)(6); product type lead

Event description:
It was reported that the patient felt like the implantable neurostimulator (ins) was moving around a lot in her chest. It had been going on for a while but seemed to have gotten looser over the last two weeks prior to the report. The device seemed to be working properly. After follow-up with the health care professional (hcp), it was reported that the patient felt the battery was moving around in her chest and that she had lost some weight. The troubleshooting done to resolve the issue was a physical exam and interrogation. There were no actions taken to resolve the issue. The event cause was not determined and it was not device related. The patient recovered without permanent impairment.